Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed a mid:09 (air trap assembly) message was confirmed during functional testing and archive data review. The root cause of the reported complaint was a failed air trap sensor block. The customer's secondary complaint of the temperature difference between the thermogard console and the external monitor was confirmed during the functional testing. During testing, a temperature difference of 0.6°c was observed between the thermogard console and the external monitor. Although this difference was reduced to 0.2°c, it did not reach the expected 0°c. To remedy the issue, the failed hmia assessory unit must be replaced. An event log data review was performed, revealing a mid:09 (air trap assembly) error message, which confirmed the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message intermittently, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following the service, the thermogard console passed the final functional test and electrical safety tests without any errors. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6) displayed a mid:09 (air trap assembly) error message. Additionally, the customer reported the temperature difference between the thermogard console and the external monitor. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.